Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn, no product was received for investigation. Review of the manufacturing records for this lot number has been requested.

Event description:
A patient had an 11mm ti cannulated tibial nail implanted and developed an infection post operatively. Patient was returned to the or for removal of the hardware.